Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the coronary artery. A 10/3.25 flextome¿ cutting balloon¿ catheter was selected for use. During procedure, upon third inflation, the balloon ruptured at 6atm. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a longitudinal balloon tear in the balloon body from the proximal end of the proximal markerband to the proximal end of the distal markerband. An examination of the balloon material and markerbands identified no issues. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noticed along the shaft of the device. No other issues were noted during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the coronary artery. A 10/3.25 flextome¿ cutting balloon¿ catheter was selected for use. During procedure, upon third inflation, the balloon ruptured at 6atm. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).